Event description:
The complaint involved a patient who underwent a hip surgery on (B)(6) 2020. Doctor was broaching the canal with a size 5 brooch and an 11.5 pilot shaft. The threaded stem broke off in the canal and we were unable to retrieve the stem trial so it stayed in the patients canal.